Manufacturer narrative:
This report has been updated from a serious injury to a non adverse event as additional information received clarified the issue occurred during testing with no patient involvement.

Event description:
A customer reported that the device failed to deliver a shock. There was no patient involvement.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
A customer reported that the device failed to deliver a shock. This event will be reported as a serious injury because of the possibility of patient harm. Additional information has been requested from the customer.